Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on (B)(6) 2017 at 8am when she obtained a reading of 97 mg/dl using the subject device compared to a reading of 57 mg/dl obtained using a laboratory device, both measurements within 10-30 minutes of each other. The patient was unable to specify if any intervention (e.g. Food intake or medication) had occurred between the two measurements. Based on statistical methodology, the difference between these readings exceeds lifescan's criteria for accuracy. The patient manages her diabetes using a combination of pills, diet and/or exercise and denied making any changes to her usual diabetes management routine after the alleged issue began. The patient reportedly experienced symptoms of "fatigue, dizzy, sweat and weak" approximately 1-2 hours after the alleged issue began and denied receiving any form of medical intervention in response to the alleged issue. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure, the correct testing procedure was being used and the test strips were stored correctly. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.